Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead dislodged during capture management. It was also reported the ra lead exhibited undersensing/ low sensing of p waves. The lead was turned off until it was revised later in the day. It was noted during the revision the sutures of the lead had broken. The lead remains in use. No patient complications have been reported as a result of this event.